Manufacturer narrative:
The clotted lumen issue was addressed by providing guidance on interpreting pump readings and the need for an arterial line to assess diastolic augmentation. The user was advised on safe standby practices, including not leaving the console in standby for more than 30 minutes, and instructed to call back once the arterial line was placed. Follow-up attempts were made via phone and text to ensure the pump was functioning safely.

Event description:
The user called the emergency support program line for assistance with a clotted lumen. No patient harm was reported.